Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the f tube is cracked causing low o2. Additional malfunction is the pilot valve is alarming and shutting down.